Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that patient experienced stoma site discharge during the fist week of (B)(6) and spoke with the physician. The patient was prescribed oral antibiotic flagyl for one week. The stoma site discharge continued and the patient was seen by the physician on (B)(6) 2021. A stoma site swab was done and it was clear.